Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a low flow rate. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other text: b5: additional information received at smiths medical 04-jun-2021: date unknown h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed or duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications instead of under delivering. The pump expulsor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.